Event description:
Analysis of the generator was completed on (B)(6) 2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the vns patient¿s device was ¿misfiring¿ and causing choking episodes and muscle spasms in the neck. The patient¿s normal mode output current was programmed off but the magnet mode output current was left programmed on for on-demand stimulation; however, the issues did not resolve. Clinic notes were received indicating that the patient had been experiencing pain in the neck and chest for approximately five months before an office visit on (B)(6) 2015. In (B)(6) 2015, the patient underwent egd for difficulty swallowing but no clear etiology was found. The patient recently began having muscle spasms in the neck that appeared to occur with stimulation on-times from the device. The patient¿s device was tested and showed normal device function. The normal mode output current was programmed off during the office visit and the magnet mode output current was left programmed on. Follow-up revealed that the patient experienced similar issues prior to her last generator replacement that was reported in manufacturer report # 1644487-2011-02120. The patient stated that her recent issues began after an altercation at her workplace when an individual grabbed her neck and pressed his thumbs into the neck. The patient underwent generator replacement surgery on (B)(6) 2015. It was noted that the patient received a shocking sensation when her device was interrogated pre-operatively. The patient¿s device was tested after the patient was placed during anesthesia and system diagnostic results showed lead impedance within normal limits. The generator was replaced and system diagnostics with the replacement generator and existing lead showed lead impedance within normal limits. The replacement device was not programmed on and the procedure was completed. The explanted generator has not been returned to date.

Event description:
The explanted generator was received on 06/16/2015. Analysis is underway, but has not been completed to date.